Event description:
It was reported that the asymptomatic patient was presented for a follow-up with a device that was in backup vvi mode. A device download was performed and the device was restored to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.